Event description:
A us distributor reported that a monitor was experiencing resets.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor was unable to pass detect and treat testing. The cause for the failure was isolated to a broken solder connection on the c19 negative lead on the defibrillator pca, causing the resets. The negative lead pad was lifted off the board, causing the faults. The root cause for the broken c19 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.